Event description:
According to the op report, this valve (a replacement for a sjm 29m-101, that was explanted via a right thoracotomy due to paravalvular leak ) was explanted due to paravalvular leak and regurgitation. Sometime prior to explant, an attempt was made to repair the leak via a right thoracotomy. At explant, the left atrium was noted to be "heavily" calcified. Upon initial inspection, there was no indication as to why the mitral valve was leaking; however, once the valve was removed, a "great deal" of calcium and "a lot" of pledgeted stitches and old felt from previous valve excisions covered the annulus, particularly posteriorly. The entire annulus was removed and a sjm 31mec-102, was then implanted.